Event description:
It was reported that there was high impedance on contact 1a and 1b of the lead intraoperatively. The extension was brand new; no contributing factors. They disconnected the lead and extension, cleaned, reconnected, tested impedances, and swapped channels to check. The extension was explanted and exchanged for a new one which did not resolve the issue. No further intervention was taken and the lead remains implanted.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 10-dec-2027, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(6), ubd: 02-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.